Event description:
It was reported that the ventilator intermittently reported low exhaled tidal volumes while it was connected to a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Intermittent low expiratory tidal volumes were reported and a maquet field service engineer (fse) was dispatched to investigate. The fse found that the ventilator did not pass the internal leakage test during the pre-use check. The fse determined that this was due to the inspiratory pipe and the o2 sensor having become incorrectly seated. After reseating the components properly the device passed all functional and safety tests and was returned to service. The fse downloaded and returned the logs from the ventilator. Evaluation of the returned logs confirmed the reported low expiratory volumes, which in some cases had been caused by leakage in the system. As the inspiratory pipe and o2 sensor cannot come unseated without human intervention, and as it would not have been possible to ventilate a patient during the extended period of time (ten days) the logs show had been done, this is not the original cause of the reported low expiratory volumes, but instead an issue that was introduced after the event had occurred. We have confirmed the reported low expiratory volumes, which in part was due to a leakage in the system. The cause of this leakage, however, could not determined as no parts have been replaced and returned.

Event description:
(B)(4).